Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage. The cycler performed as intended and the as received treatment was completed without problems or alarms. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. Cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. Investigation of the device manufacturing records was also performed and no deviations or non-conformance were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 1707ml fill 1: 1004ml drain 1: 2544ml fill 2: 1502ml drain 2: 1229ml fill 3: 1501ml drain 3: 456ml fill 4: 1501ml drain 4: 7776ml fill 5: 0ml the reported drain volume of 7776ml was 518% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 1707 ml fill 1: 1004 ml. Drain 1: 2544 ml fill 2: 1502 ml. Drain 2: 1229 ml fill 3: 1501 ml. Drain 3: 456 ml fill 4: 1501 ml. Drain 4: 7776 ml fill 5: 0 ml. The reported drain volume of 7776 ml was 518% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.